Event description:
Arterial and venous chambers were not adequately glued together. Pt was on the machine undergoing dialysis when the problem was discovered and the bloodline had to be changed - resulting in blood loss.